Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in an unknown endovascular procedure. Approximately 10 days post index procedure, the patient suffered from postoperative infectious pneumonia of hand surgery, respiratory distress septic shock. The event was treated with medication. Investigator assessed the event as not related to index device or study procedure. Sponsor assessed the event as not related to study device, but possibly related to study procedure. No cause of the event was reported. No additional clinical sequalae were reported. The event is resolved.